Event description:
It was reported that when the patient¿s device was implanted a mesh pouch was implanted around the device at initial implant. The mesh pouch appeared to have adhered to the surrounding tissue and caused the tissue to appear white. In addition the mesh pouch seemed to be dissolving and not staying whole. A culture was performed on the tissue in the pocket and the culture came back negative. The cause of the issue was not determined but the issue was resolved. The device was explanted and replaced the day of the report. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. Following replacement the patient was doing well and receiving effective therapy. The implantable neurostimulator (ins) was going to be returned once the hospital and pathology were finished with it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 377760, lot # v000561, implanted: (B)(6) 2005, product type lead; product ID 377760, lot # j0564196v, implanted: (B)(6) 2005, product type lead; product ID 37711, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).